Event description:
The customer stated, that the unit was getting defib comm and pacer comm errors. No patient involvement.

Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.